Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: reseated display harness to logic board. Replaced keypad, front cover, lens indicator, rear case, barrel clamp, top disk holder, and left iui. A review of the device history record showed the device had a manufacture date of 08/07/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to harness needed to be reseated to logic board a trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # 1604765 for rear case.

Event description:
The customer reported broken/damaged. Power fail. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported broken/damaged. Power fail. There was no patient involvement.